Manufacturer narrative:
(B)(4). The exact age of the patient at the time of the event is unknown. However, the patient was born in 1984. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). Dianeal therapies were ongoing. The patient experienced peritonitis manifested by cloudy pd fluid, abdomen pain, and vomiting. On the same day, the patient was hospitalized for the event. On an unreported date, the patient was treated with some unknown medicines. The patient was recovering from this peritonitis event.